Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Customer returned incorrect true plus lancets complaint was forwarded to supplier quality and internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples and DHR report. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for bent lancet. Customer stated she had opened five lancets and all were bent. Customer is trying to use the lancets for the first time. The package had not been open or damaged when received. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product is reported. The lancet lot manufacturer¿s expiration date is 06/28/2027 and open vial date is undisclosed.